Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a concern about potential changes to the settings of a deep brain stimulation implantable pulse generator (ipg) due to a magnet placed over the device. The patient, who has dementia and is experiencing an overall decline, had a name tag with a heavy magnet placed directly over the neurostimulator during a function. The patient's representative was concerned about whether the magnet could have altered settings other than the voltage, which they could adjust with a remote. The voltage was adjusted from 3.8 to 3.9, and the patient appeared to be better the following morning, showing improved mobility and behavior, despite the dementia. The representative confirmed that the name tag was removed or moved away from the implant. The agent provided compatibility information and educated the customer.